Manufacturer narrative:
A steris service technician inspected the sterilizer and found it to be operating properly. The technician reviewed the cycle print out subject of the reported event and no issues were noted. The technician was unable to duplicate the reported event. The technician ran test cycles and returned the sterilizer to service. No additional issues have been reported. The operator manual states (pp.6-3), "all items must be thoroughly cleaned, rinsed and dried before loading into the sterilization unit. Carefully inspect all instruments and devices for cleanliness, dryness, flaws and damage prior to packaging. If visual soil or moisture is present, clean and dry load again. If any damage is discovered, item must be replaced or repaired before using." The employee who removed the instrument pack was not wearing proper ppe, specifically gloves. The operator manual states (pp.6-14), "steris recommends (in accordance with ansi/aami st58, 2005) wearing chemical-resistant gloves when using the sterilization unit." Steris performed in-service training on the proper use and operation of the sterilizer.

Event description:
The user facility reported that an employee was removing an instrument pack after a completed v-pro max sterilization cycle and obtained a burn. No medical treatment was sought or administered.